Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the bottom plug riser pin is bent and the top pin is pushed into the backend of the instrument. The chassis feature that keeps the pins in place is broken, most likely due to mishandling. Engineering also observed the distal end of the main tube has a 3" long section with material removed all around the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted, if additional information is received.

Event description:
It was reported that the fenestrated bipolar forceps instrument has a "bent prong." No additional information was provided. No patient harm, adverse outcome or injury was reported.